Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "incision opened and was bleeding bad had to rush to the emergency room". Patient additionally reported a "large seroma" and "the incision will not close because of the seroma." Patient also stated that this side felt like "a hard ball, like a grape" and they "do not see fullness" with the device. Device remains implanted.